Manufacturer narrative:
(B)(4)

Event description:
A government agency reported following an intraocular lens (iol) implant procedure, a consumer was required to have lasik surgery. Following the lasik on the consumer's right eye, the consumer experienced complications and pain. The clinic noted these were side effects from the lasik. The consumer was also required to go to a dry eye clinic. The consumer reported they were not informed of the side effects of the lasik prior to the surgery. The reporter did not provide any contact information; therefore, follow up was not able to be conducted.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation, the device remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The reporter did not provide any contact information; therefore, follow up was not able to be conducted. (B)(4).